Event description:
Related manufacturer reference number: 1627487-2022-03604. It was reported the patients leads migrated following a motor vehicle accident. Migration was confirmed via x-ray imaging. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Additional information was received indicating surgical intervention was undertaken on (B)(6) 2022 wherein the l4 lead was explanted and the l5 lead was partially explanted. Two new leads were implanted to resolve the issue.